Event description:
During a device preparation, noise that led to oversensing and automatic mode switch (ams) were detected on the device. The event was resolved when the right atrial lead was connected to the device. The patient was stable and will continue to be monitored.